Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an atrial tachy response (atr) episode containing respiratory rate trend (rrt) signal oversensing on the right atrial (ra) lead. Since the date of that atr episode, ra pace impedance measurements showed a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms with no atrial capture. Ra intrinsic amplitude and sensing were fine. Technical services (ts) noted that ra pace impedance trends suggest there was a ra lead fracture, and ra lead revision was advised. This ICD and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an atrial tachy response (atr) episode containing respiratory rate trend (rrt) signal oversensing on the right atrial (ra) lead. Since the date of that atr episode, ra pace impedance measurements showed a sudden jump to high out-of-range pace impedance measurements greater than 3,000 ohms with no atrial capture. Ra intrinsic amplitude and sensing were fine. Technical services (ts) noted that ra pace impedance trends suggest there was a ra lead fracture, and ra lead revision was advised. This ICD and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.